Event description:
It was reported that when plugged, device sparked and a loud electrical arcing sound was heard. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp); pulse rate (pr) nr; noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2) ; body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The device and power cord was received by baxter. Upon inspection, it was determined that the power supply board and power cord was defective causing the reported issue. A replacement of the power supply board and power cord was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a power supply having a spark and electric arcing sound were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.